Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. A philips remote service engineer assisted the customer on this issue. The device has not been returned to the manufacturer. The service call was cancelled and there was no investigation into the cause of this device. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.